Manufacturer narrative:
(B)(4). The healthcare facility implanted a back-up lens in the original planned surgery session and has confirmed that no further remedial action is required. The healthcare professional describes the pt's condition as "very well" post-operatively. Within correspondence with rayner the brazilian distributor stated that the healthcare professional had experienced resistance "the moment he was putting it in loading bay." The single use soft-tipped injector (r-inj-04) IFU 'tips to remember for achieving a successful implantation' section contains the following statement "if the iol causes a blockage in the injector sys, discard the injector". Our review of production records for the r-inj-04 injector batch b299 showed that all mfg and quality checks were conducted with successful results. All injectors released for distribution from this batch were within tolerance, met specification criteria and were without defects. The r-inj-04 injector has been returned to rayner for analysis. The results of the device analysis will be provided in our f/u report.

Event description:
Rayner intraocular lenses limited receiving notification from the (B)(6) distributor of an event that occurred during use of a single use soft-tipped disposable injector (model r-inj-04). The event description provided states "during iol implantation, after taking all care to place the iol properly in the injector, the iol was trapped in the loading bay, not leaving the injector."